Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6), 2011, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was implanted from the right side and deployed in the correct location. During cannulation of the contralateral leg and advancement of the gore dryseal sheath, the trunk-ipsilateral leg component was pushed proximal above the renal arteries. Angiography confirmed that the proximal end of the trunk-ipsilateral leg component was 4cm proximal to the renal arteries. An attempt was made to pull the trunk-ipsilateral leg component distally using a crossover maneuver, however, this was unsuccessful. Therefore, the patient was converted to an open procedure. The patient tolerated the procedure and is doing well.